Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted to review for uptrends in power due to a concern for a possible thrombus. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.